Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high capture thresholds and the impedances varied significantly, resulting in multiple attempts to reposition the lead, which did not resolve the issue. This affected the progress of the procedure. The lead was removed from the patient with no signs of damage. The physician elected to replace the lead with a competitor's device. No patient complications were reported. This lead was received for analysis.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high capture thresholds and the impedances varied significantly, resulting in multiple attempts to reposition the lead, which did not resolve the issue. This affected the progress of the procedure. The lead was removed from the patient with no signs of damage. The physician elected to replace the lead with a competitor's device. No patient complications were reported. This lead is expected for return.